Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and c-part. During an interventional procedure, the error message " no xray, tube too hot" was displayed to the user and xray exposure was blocked. The investigation revealed that the error message was a result of a defective control board inside of the x-ray tube cooling unit. The control board processes the data if the tube is too hot. When the control board is defective the information is missing and so the message "no x-ray, tube too hot" is displayed also when the tube is not hot. After exchange of the control board inside of the cooling unit the system works as intended. The occurrence rate of the error pattern and the spare parts consumption of the components were checked. A possible error accumulation or even a systematic error which would lead to a corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no exposure was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.